Event description:
Customer called for service on their light, stating that a metal cover fell off from the surgical light. There was no pt involvement, nor were any injuries reported to maquet. (B)(4).

Manufacturer narrative:
A maquet service territory manager evaluated the device. He determined that the metal cover is part of the adjustment arm; he secured the original metal cover to the side plastic covers of the spring arm and returned the unit to service. The analysis of the defect shows that the metal slot cover may come out of the side plastic cover when the mounting is not correct or if the plastic cover guides are not correctly assembled. Moreover, according to the xten operating manual, annual preventive maintenance includes a verification of the fastening of side plastic covers. Maquet medical systems USA submits this report on behalf of the mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.